Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that a patient had screws retained but when the chart was reviewed found that the surgeon was performing a revision of a right total hip arthroplasty due to preoperative diagnosis of complication involving arthroplasty hardware. On surgeon workup he stated one of the screws accompanying appeared to not be in the bone. Found that the patient had a hip replacement in 2012 and the revision in (B)(6) 2017 was being performed due to pain and difficulty with adls. In the operative report the surgeon discussed how the femoral head was removed easily by impacting it with a mallet. The plastic liner was removed without difficulty and the 2 bone screws. The acetabulum was also removed without difficulty. The acetabulum component was removed "with no bone loss suggesting that it might not have been grown in well". The reconstructive surgery was performed. Looking at the old operative record from (B)(6) 2012 it does discuss how there were 2 bone screws used to stabilized the implant. With looking at the chart we do not see any retained foreign body but a device that was a concerning for the surgeon. The procedure performed "a revision acetabular component, right hip". Looking at the old record from 2012 and discussing it with the orthopedic lead orthopedic surgical nurse the components removed were: stryker trident psl ha cluster acetabular shell 50mm, torx 6.5 cancellous bone screw, trident x3 o polyethylene insert 40mm, and torx 6.5mm. Also possibly removed the might have been the lfit anatomic c-taper femoral head 40mm.

Manufacturer narrative:
An event regarding pain and loosening" involving a trident shell was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that a patient had screws retained but when the chart was reviewed found that the surgeon was performing a revision of a right total hip arthroplasty due to preoperative diagnosis of complication involving arthroplasty hardware. On surgeon workup he stated one of the screws accompanying appeared to not be in the bone. Found that the patient had a hip replacement in 2012 and the revision in (B)(6) 2017 was being performed due to pain and difficulty with adls. In the operative report the surgeon discussed how the femoral head was removed easily by impacting it with a mallet. The plastic liner was removed without difficulty and the 2 bone screws. The acetabulum was also removed without difficulty. The acetabulum component was removed "with no bone loss suggesting that it might not have been grown in well". The reconstructive surgery was performed. Looking at the old operative record from (B)(6) 2012 it does discuss how there were 2 bone screws used to stabilized the implant. With looking at the chart we do not see any retained foreign body but a device that was a concerning for the surgeon. The procedure performed "a revision acetabular component, right hip". Looking at the old record from 2012 and discussing it with the orthopedic lead orthopedic surgical nurse the components removed were: stryker trident psl ha cluster acetabular shell 50mm, torx 6.5 cancellous bone screw, trident x3 o polyethylene insert 40mm, and torx 6.5mm. Also possibly removed the might have been the lfit anatomic c-taper femoral head 40mm.